Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's infection began on (B)(6) 2016. The patient was critically ill and had multiple operations which may have contributed to the infection including several rescue ventricular assist devices. The patient was severely debilitated and had positive blood cultures and multiple computerized tomography scans to verify the presence of infection. Prior to transplant, the patient returned to the operating room for debridement of the pump pocket and had a permanent jackson-pratt drain placed in the pump pocket which remained until transplant. The patient was also treated with intravenous antibiotics until transplant. It was reported that the patient continued to be treated for infection as of (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The device was disposed of at the hospital and is not available for evaluation. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient developed a pump pocket infection within a few weeks post-operatively which had originated as a blood infection. The patient had been kept on the top of the transplant list due to the infection and received a heart transplant on (B)(6) 2016. No additional information was provided.